Event description:
It was reported a patient underwent a cardiac resynchronization therapy device implant on (B)(6) 2023 and topical skin adhesive was used. The physician was using the adhesive applicator, squeezed it to begin flow and the glass vial within the unit broke through the transparent area and cut physician's finger. No reported patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 device not returned. Additional information has been requested and however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What was done to treat the shard penetration? Treated with a band-aid. Was medical or surgical intervention required? No surgical or medical intervention was required. Was there any special diagnostic test performed? Special diagnostic test: evaluation for blood borne pathogens. What is the status of the surgeon injury today? Current status: injury healed; pathogen test returned normal. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was not difficult to break the ampule. Was the ampoule crushed repeatedly? Ampoule was crushed once, then squeezed to initiate flow; nothing atypical according to physician. Is the product involved in the event available for evaluation? If yes, to who and where can a return kit be send for recollection? I do have the product available. You may send the return kit. This medwatch report is in response to receipt of a voluntary medwatch report #mw (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) additional information: d9, h4 h3 evaluation the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with the crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with the formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. Visual inspection shows that all the components of the applicator are present and appropriately assembled. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.